Event description:
It was reported that shortly after initiation of support there was some leaking of blood out of the accessory exhaust port of the device. According to the customer, there was no blood leaking out of the primary exhaust port. The device was changed out. No harm to pt was reported. (B)(4). Ref MFR# 8010762-2014-00106.